Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for post-implant check. Upon examination of the pocket, the implantable cardiac monitor was sticking out of the pocket. The physician does not believe the erosion was device related. The device was explanted and replaced successfully. The patient was stable before, during and after procedure.